Manufacturer narrative:
A review of the DHR could not identify any deviations or non-conformaties relevant to the issue. Through follow-up communication livanova learned that the reported issue no longer occurred and that the unit properly works thus, no request of service intervention has been raised. Based on all available information, the most likely root cause of the reported event is a high current absorption due to an over-occlusion caused by the user setting a too high occlusion value.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Further information has been requested in order to clarify the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a roller pump of a s5 system stopped during procedure displaying a motor control failure error message. There was no report of patient injury.